Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage on the bipolar yaw pulley at the distal end. Material appears to have burnt off from the charring that occurred neat the grip. The instrument passed the electrical continuity test. Components adjacent to the yaw pulley do not show thermal damage. The complaint regarding plastic portion near the jaws is melted, was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Event description:
It was reported that during central processing procedure, the fenestrated bipolar forceps instrument plastic portion melted. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no arcing or patient injury was observed during the procedure. The surgeon believes the thermal damage occurred because the hot shears were stacked on a fenestrated bipolar to cauterize tissue. The instrument showed no issues before use, and no collisions with other energy instruments occurred.